Event description:
It was reported that there was failure to sense and 'exit block.' The lead was capped and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Other text : trueicapsurefix novusimplantable pacing lead. It was reported that there was failure to sense and 'exit block.' The lead was capped and replaced. There were no further patient complications reported as a result of this event. No conclusion can be drawn, sensing, none.